Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient received five shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). The first four shocks did not convert the patient from the arrythmia due to high defibrillation thresholds (dfts); the patient converted on the fifth shock delivery. The time to first therapy was 22 seconds. The first 6 seconds were undersensing a polymorphic type rhythm. It was noted that the shock impedance was high at 190 ohms during shock delivery. Upon interrogation by a boston scientific field representative it was noted that the patient was coming in and out of ventricular fibrillation (vf) episodes. The patient was transferred to another hospital where x-rays were obtained which noted that the s-ICD had flipped into a horizontal position when the patient was supine, with the surface of the can pointing down towards the toes. It was also note that the electrode appeared more superior with respect to the heart than ideal in the supine position; the patient was supine when shocked. A revision procedure was performed where the s-ICD and electrode were explanted. A transveneous implantable cardioverter defibrillator (ICD) system was implanted in the patient. No additional adverse patient effects were reported.